Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please verify, did the suture break during use on the patient (suturing)?

Event description:
It was reported that a patient underwent a gynecological procedure for a hysteromyoma on (B)(6) 2017 and a barbed suture was used. During the procedure, the suture broke. Another like device was used to complete the procedure with no adverse patient consequences. Additional information has been requested.

Manufacturer narrative:
Additional information was requested and the following was obtained: please verify, did the suture break during use on the patient(suturing)? Yes.